Event description:
The complainant reported that the automated impella controller (aic) experienced a battery failure red alarm. No patient was involved.

Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The controller device has been returned for evaluation. There was no issue found during the case. The device functioned/operated to specification. This report is being filed as part of a retrospective review of historical records.